Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had no delivery alarms that were not resolved with a set change. The blood glucose reading was 400 mg/dl. The insulin pump alarmed for battery out limit after a battery change. The customer changed the battery due to the no delivery alarms. The customer was assisted in clearing this alarm. The customer treated with manual injection. The customer was advised to disconnect and reconnect the tubing and reservoir and to manually push the insulin and the customer reported that insulin did exit and the insulin pump did not alarm.